Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). On (B)(4) 2016, 88 ventricular sic episodes were recorded. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The right ventricular (rv) lead pacing impedance was steady at approximately 414 ohms through (B)(4) 2016, then increased to 722 ohms by (B)(4) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor alert was triggered on (B)(4) 2016 due to the lead impedance and ventricular sic. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in that field action.

Event description:
It was reported that an lead integrity alert (lia) was triggered due to an elevated sensing integrity counter (sic) and rising and varying right ventricular (rv) lead pacing impedance. The patient was seen by their physician and will continue to be monitored. The lead remains active and in use. No patient complications have been reported as a result of this event.